Event description:
In 2007, notification was received that a surgeon has a patient whose bottom 2 screws pulled out of the ancer construct. The initial surgery was performed one month earlier. After the initial surgery, the patient sustained a fall when in the hospital and was taken to the operating room for evacuation of a hematoma at the site of the fusion. The revision surgery was performed approx two months later. Both screws that loosened were replaced with rescue screws. The plate was not explanted.

Manufacturer narrative:
Investigation is pending return of product.